Event description:
It was reported that in tka case when placing 5 in 1 femoral cut block (after distal burring was performed), surgeon checked anterior cut with virtual angel wing/plane checker and the rotational numbers were under 1.0 but navio said there was a 19 mm discrepancy. Surgeon checked with manual angel wing and anterior cut looked okay but could not get number below 19. Also during case, because of the issue, went back to implant planning to investigate and make sure the depth resections looked okay and the system threw up a warning and took them all the way back to ankle center. Surgeon had already prepped tibial post holes and because femoral cut block looked fine with manual angel wing, proceeded with femoral cuts and then utilized some of the manual instruments and visionaire tibial tools and extramedullary rod just to verify the tibial rotation/depth and proceeded with cuts. Final outcome was great, implants fit well.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment. Case log files and screenshots were returned for evaluation. DHR review found that the software version 6.1.03 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. Press to go to the checkpoint verification screen to manually force a check of the checkpoint on the tibia. Use this button to verify that the tracker array has not shifted during registration or planning. The navio system instructions for use also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the case screenshots confirmed that when checking the anterior cut of the femur with the plate probe, there was an 18.4mm discrepancy. If there was a discrepancy in the plane of 18.4mm, it is likely that the femur tracker had moved by rotating from an edge to a flat. Other possible contributing factors for the 18.4mm discrepancy could be that the handpiece tracker was not completely tightened and moved, the cut guide was not flat against the bone surface, the two holes for the cut guide were not prepared as recommended, or that the incorrect cut guide size was used.